Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally unscrewed the infusion tubing at the luer lock. The customer's blood glucose level was 362 mg/dl, which was addressed with a correction bolus via the pump. The customer changed out all the supplies on the pump and resumed insulin delivery.